Event description:
Boston scientific received information that this left ventricular (lv) lead was recently implanted with acceptable measurements. The following day, lv pace impedance measurements were greater than 2,000 ohms with increased thresholds in the lv tip configuration. In the lv ring configuration, all lead measurements were within acceptable limits. The patient's physician programmed the device in a ring configuration and did not believe the issue to result from a connection issue with the device. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.